Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 24-june-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found that the faulty wash heater was causing the wash to not achieve the correct temperature. The fse replaced the wash heater and verified proper operation and temperature settings. The customer ran quality control and discovered the analyzer was still giving intermittent 3003 errors. The driver pc board was defective and replaced with good results. The most probable cause of the reported event was the driver pc board was defective.

Event description:
On (B)(6) 2016, a customer reported error 3003 waiting for temperature with the aia-360 analyzer. The customer is unable to run bhcg, lhii, e2, prog and fsh patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg, lhii, e2, prog and fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.